Event description:
A non-healthcare professional reported that the patient experienced over correction where the postoperative manifest refraction more than one diopter in the right eye in the right eye during photorefractive keratectomy enhancement surgery. There are multiple related reports for this event. This report addresses the patient(B)(6), right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile shows sixteen successfully performed treatments on that day. The reported treatment could be identified in the logfile. The energy was stable during the whole day. The logfile shows that the reported treatment right eye was performed successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite showed no abnormalities that could have contributed to this event, laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. No root cause for the customers reported event could be determined, the device met specifications. The manufacturer internal reference number is: (B)(4).